Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the lens failed to engage with the injector. The lens was in contact with the patient but no harm caused to the patient. Procedure was completed with backup lens. Additional information was requested and received.